Event description:
The physician intended to implant a 3.5 mm x 30 mm driver rapid exchange (rx) coronary stent to treat a lesion in the coronary artery. The target lesion was a calcified lesion with light tortuosity and approximately 40-50% stenosis after pre-dilation. It was reported that difficulties were encountered inflating the device in the coronary artery and the device was removed from the patient. The stent was observed to be damaged on removal. The device had been inspected and prepared prior to use with no issues noted. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned correctly between the inner marker bands. The stent was deformed at the 2nd proximal and 13th-14th distal struts. The device was successfully inflated to nominal pressure.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (calcified lesion, 40-50 % stenosis following pre-dilation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (calcified lesion, 40-50 % stenosis following pre-dilation). (B)(4).